Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the "cartridge cap pops off during the load step." This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 25-jul-2019 with the following findings: a visual inspection of the pump revealed the cartridge compartment was cracked at the threads. Due to the crack, the cartridge cap was unable to secure, causing the cap to detach during the load step. Further testing could not be completed. Unrelated to the complaint, the display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.